Event description:
Boston scientific received information stating: lead failure. Lead was capped/sealed. Eagle ridge hospital 475 guilford way port moody british columbia, canada dr. (B)(6) date of surgery: (B)(6) 2011, implant date: (B)(6) 1998. Capped- (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).